Event description:
Home health nurse reports pump (serial number and expiration date not provided) has been stuck on the run setting. Unknown if pt missed a dose or had an interruption during infusion. Unknown if adverse event(s) resulted due to product issue. Pharmacy to replace device. Device associated event availability dependent upon pt return. Return material sent to pt. No further info. Reported to (B)(6) by health professional.